Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that an ophthalmic backflush device tip detached from the device during vitrectomy surgery. An additional entry trocar instillation was required in order to retrieve the detached tip from the eye during the same procedure. The patient sustained an iatrogenic retinal break while the tip was being retrieved from the eye. Additional information has been requested.

Manufacturer narrative:
One sample was received by manufacturing in the original package including cover foil. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed. The soft tip is detached. The complaint history was reviewed which showed comparable complaints with the same disrupted or detached tip damage. The soft tip has to be inserted axially aligned with the valved trocar and then moved slightly back before it is completely inserted into the trocar cannula otherwise, kinking of the soft tip may occur thus provoking a potential shearing-off of the soft tip. A malfunction of the device could not be determined. The most probable root cause is the insertion technique of the device into the valved trocar cannula. A graphical description on how to properly insert the soft tip device through the valved trocar cannula was implemented in the directions for use dfu in july, 2015. As the current dfu contains the graphical description on how to properly insert the soft tip device, no further actions are necessary. (B)(4).